Manufacturer narrative:
The reported event of no external power alarms on the mpu was confirmed based on the information recorded in the log file provided by the customer. The log file contained approximately 11 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on 9/2 at 16:54 revealed no external power/low battery hazard alarms while the system was powered by an mpu. The associated voltage levels indicated that power to the mpu was lost. Pump support was not affected and the system was supported by the emergency backup battery (ebb). Multiple attempts for additional information were sent to the customer; however, none was provided. The mobile power unit was not returned for evaluation.

Manufacturer narrative:
The patient age was not provided. The patient weight was not provided. Approximate age of device: 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the manufacturer's technical service reviewed the submitted log file, a no external power/ low battery hazard event occurred on (B)(6) 2018. This may be due to the mobile power unit (mpu) ac power cord coming loose at the ac power cord mpu connection or ac wall outlet. A locking version of the mpu ac power cord is available and can be acquired. There was no interruption in pump support to the patient during this event. The remainder of the log file is unremarkable. Multiple attempts were made, no additional information was provided.

Manufacturer narrative:
PMA/510k: manufacturers aware date was inadvertently omitted from previous report. The correct date was oct 30, 2018. Correction: usage of device.